Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, further investigation of the logs show an icl 100 error occurred during low-risk exam with 11m3 transducer, customer forced shutdown, exam completed on another system. This is not a reportable event based on the new information. Reference#: (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Event description:
It was reported that the system shut itself down during an exam. When the user tried to boot the system back up, it would not power up all the way to imaging. The patient was moved to another system to complete the exam. No patient injury.